Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient alert was triggered for a diagnostic issue. The physician will monitor the situation. No adverse consequences for the patient were reported.